Manufacturer narrative:
Upon review, the implantable cardiac monitor should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction that caused a serious event. Please retract the report 2017865-2024-00611.

Event description:
It was reported that the patient presented remotely via merlin.net. Transmission revealed that the implantable cardiac monitor exhibited communication problem and cannot be paired during initial pairing. No intervention was performed. The patient was stable.